Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the emergency room, the device was found in backup vvi mode. The patient had received inappropriate shock therapy due to atrial fibrillation with rapid ventricular response. The issue was resolved by installing a device download. No further information is available.